Manufacturer narrative:
The subject device was returned to local service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, unspecified microbes were detected from the sample collected from all channels of the subject device. Other detailed information was not provided. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3 and serie4 using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. The result was as follows. All channels: < 1 cfu/endoscope. The testing result cleared the (B)(6) guideline. (B)(4) also found that the k-mouthpiece wear and tear due to the physical stress. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from (B)(4), leakage which might have contributed to the reported event was confirmed. Omsc presumed the following possible causes of the reported event. Reprocessing process was different from the IFU recommendation. Occurrence of contamination at culture sampling by the user. Omsc also presumed that the k-mouthpiece was damaged since the endo therapy accessories or metal part of cleaning brush contacted while being inserted or withdrawn.